Event description:
It was reported that the patient presented to the clinic for a follow up on dizzy spells. Oversensing was seen on a holter and the clinic made programming changes to the pacemaker and had given the patient a magnet to record electrocardiograms (egms). During interrogation, the magnet triggered egm showed oversensing and pause that correlated to patient feeling weak and dizzy. Isometrics and pocket manipulation were unable to reproduce oversensing. Pacing threshold and lead impedance were stable. Patient was dependent so no r waves were measured. Ventricular sensitivity was increased to 5 mv and another holter was put on the patient. The patient returned to clinic few hours later complaining of dizzy, weak spells. Although, holter showed some short oversensing episodes, the physician was not convinced that it was a lead issue. The patient was admitted to the hospital to further investigate. X-ray was performed, but the results were inconclusive. The patient was sent home with a magnet to record further episodes of feeling dizzy. All leads continue to test well and no oversensing is reproducible with isometric manoeuvers or pocket manipulation.